Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon deployed the cutter into the aorta and observed that the cutter had cut triangular notches, at the 3 o'clock and 9 o'clock outer cycle of the aortotomy. There was no intervention performed. The procedure was completed using the same device. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance, which could have attributed to this failure mode. (B) (4).